Manufacturer narrative:
Product event summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: 5554-45 implantable pacing lead, implanted: (B)(6) 2003; 5054-52 implantable pacing lead implanted: (B)(6) 2003.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after device replacement procedure. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.